Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats wedge resection. The first handle was taken from charging station with green battery symbol. After connecting the adapter and reload, the battery status showed red when about to use in stapling the lung tissue. The device was not possible to use. Another handle was brought and when it inserted to the thorax, the black plastic broke from the reload which was connected with the adapter, where it was said ¿load¿. The component did not fall into the patient cavity. The second handle was connected with the new reload. After firing the reload on lung tissue, the staple line was incomplete on distal end and the stapling speed was in slowest mode. They used competitor¿s device was used to complete the resection and to complete surgery. The operating room time was extended greater than 30 minutes due to the product malfunctions. No patient injury.